Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 8.3, and 6.1 mmol/l. Tests were done within 20 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.